Manufacturer narrative:
Reported event an event regarding locking mechanism failure involving a mako saw attachment was reported. The event was confirmed. Method & results -product evaluation and results: the device with locking mechanism failure was reviewed and evaluated. No further product inspection is required. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required it was confirmed that the failure mode did not occur due to a manufacturing or process related issue. -complaint history review: as per procedure for product complaint trend detection, the post market surveillance team analyses, monitors and collects complaint data based on a catalogue number and failure mode combination. If a trend is identified, the post market surveillance team will add it to the trend log for further investigation. Monitoring will be continued under the current quarterly trend review. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
The sales rep received the following message: "that attachment not work( it's not holding the saw blade). We cancel the second case today"c update: locking mechanism failure occurred intra-operatively. Due to the failure, a following case was cancelled prior to any patient (anesthesia) involvement.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The sales rep received the following message: "that attachment not work( it's not holding the saw blade). We cancel the second case today".